Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. On (B)(6)2007, the patient was implanted with an scs system. The patient experienced an immediate loss of stimulation. Diagnostics showed invalid impedances on all contacts. The patient had been doing some rigorously physical therapy. X-rays were taken and the lead was visibly fractured by the long anchor that was holding it. Strain relief was used at both the insertion site and at the ipg site. A long anchor was used and it was not modified. On (B)(6)2010, the lead was explanted and replaced and stimulation was recaptured.